Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been received, the previously reported event under mrn as it has been reported under mrn 2210968-2024-10529. No further follow-ups will be sent under mrn 8030965-2024-11833.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during the surgery, vraas1e's grey luer locks were very stiff and could not be twisted open to assemble the adaptor with the vral45 laparoscopic tip despite repeated attempts. This was important as the surgery was laparoscopic, so as the j&j employee who was covering this case, opened a new vraas1e which worked fine and hence the surgery went on without any further issues. Also, after the surgery's completion, the company's representative managed to twist open the luer locks of the unused adaptor; this means the locks were probably just stiff and the repeated attempts eventually loosened them up, but nevertheless, we had to proceeded with a new vraas1e to ensure the veraseal was ready for application.